Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, vaginal scarring, and other outcomes following the procedure. It was reported that patient underwent mesh revision on (B)(6) 2005. It was reported that patient underwent mesh removal on (B)(6) 2005. It was reported that patient underwent mesh removal/revision on (B)(6) 2005 due to mesh erosion, pain, extrusion, recurrence, and vaginal scarring.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient underwent another procedure on (B)(6) 2005 and pelvicol was implanted. Additionally, on (B)(6) 2007, mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.